Manufacturer narrative:
This supplemental report is being submitted to provide additional information of the final investigation. Updated fields: g1, h7, h9, and h11. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was not established for the additional finding should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the r-unit (charge coupled device) was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due the r-unit being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope¿s image had lines and was discolored. The issue was found during pre-use inspection and there were no reports of patient involvement.